Manufacturer narrative:
Additional procode: (B)(4).zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, discharge testing, defib charge timeouts, 30 joules testing internal inspection and ess testing without duplicating the report. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.